Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the patient experienced an abnormal pericardial effusion and a cardiac tamponade. An echocardiogram (ECG) was conducted. Intravenous medication and a pericardial drainage were performed. It was noted that the patient was transferred to ICU and the drainage was removed with recovery. This patient was a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.